Event description:
Difficulty activating scalpel from PICC kit. Device button seemed to stick. Trying to force it open when my hand slipped, the device opened, and the scalpel poked into my skin under my 5th finger on the palm of my right hand. The poke happened prior to the device having contact with the patient's skin who (B)(6). Injury site cleaned and dressed. No harm to patient.